Manufacturer narrative:
The safety rails are an integral part of the enterprise 5000x bed frame. The side rail can be released by pulling the lever on the outside of the bed and it is not available to the patient on the bed. In the reported case, the patient was trying to unlock the side rail herself by leaning out of the bed, which led to a fall. To ensure the safety usage of enterprise 5000x, the instructions for use (746-577-en_16) include the following information: ¿to reduce the risk of injury due to falls, lower the bed to minimum height when the patient is unattended¿ "the clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use side rails." ¿side rails are not indented to restrain patients who make a deliberate attempt to exit the bed." If the recommendations mentioned above are followed up by the end-user, the risk of any hazardous situation is minimized. Arjo device was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. No device malfunction was found during the device evaluation. It was decided to report this event due to the patient fall from the arjo bed.

Event description:
It was reported to arjo by the end user that the patient fell out of the enterprise 5000x bed when was trying to lower the foot end safety side rail. The patient sustained bruising on the front of the head. No medical intervention was required. The bed was inspected by an arjo technician and no malfunction was detected. The device operated correctly.